Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they couldn't get their desired position on their controller. Pt stated that it was not full blast, but it was a lot higher than it needed to be and it would turned off when they sat down. Pt described constant buzzing sensations and noted that the "check position" option on the controller was grayed out. Pt mentioned that they spoke with manufacturer representative (rep) last night, they tried to reset the controller, turn the stimulation on and off but nothing worked. Pt also mentioned that they already tried changing from group a to b but it didn't help anything at all. The patient noted they could switch groups, but every time they got a different position, it would need to have them access the controller to activate necessary settings and they believed the device was intended to automate this process. Pt stated that they started feeling it more and more about two or three days ago and when they were in the conference where they were bending over one way or the other, they were in an "unbearable position", it wasn't really doing any thing but last night it would really bother them even though they were just standing and waiting. The patient was redirected to their healthcare provider to further address the issue.